Manufacturer narrative:
The report that system error code 120.4410 occurred on a device could not be confirmed. Customer provided a picture of a device displaying error code 120.4410 (low_backup_voltage_failure). The source device was not returned to enable further investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. The root cause could not be determined since the source pcu module(s) was not returned for this investigation.

Event description:
It was reported that system error code 120.4410 occurred on a device.

Manufacturer narrative:
The reported event involving a pcu module(s) ¿it was reported that system error code 120.4410 occurred on a device.¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time as no product was returned.

Event description:
It was reported that system error code 120.4410 occurred on a device.